Manufacturer narrative:
Follow-up # 2 ¿ (10/29/2014). The patient¿s test strips have been returned on 10/15/2014 and evaluated by lifescan product analysis on 10/16/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the patient¿s diabetologist contacted lifescan (lfs) (B)(4) , on behalf of the lay user/patient, alleging that the patient¿s onetouch verio iq meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached by phone for additional information. The reporter claimed that the meter inaccuracy began on (B)(6) 2014. The reporter stated the patient obtained a blood glucose reading of ¿200 mg/dl¿ with the subject meter. The reporter stated the patient manages their diabetes with insulin (self-adjuster) and claimed the patient took an unspecified dose of insulin based on the ¿200 mg/dl¿ result. The reporter claimed the patient became ¿unwell and felt faint¿ an unspecified time after the alleged issue began. The reporter stated the patient tested their blood glucose with the subject meter at the onset of the reported symptoms and claimed their blood glucose reading had not gone down (exact values were not provided). As a result of the alleged inaccurate high readings, the reporter stated that control testing was done in the hospital. The reporter claimed that the patient¿s blood glucose was tested around 9:26am on (B)(6) 2014, and a blood glucose reading of ¿259 mg/dl¿ was obtained with the subject meter and ¿136 mg/dl¿ with the laboratory device, taken within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results does not meet lfs¿ accuracy criteria. The reporter stated an additional blood glucose reading of ¿120 mg/dl¿ was obtained with the hospital meter (xpress statstrip) around the same time at 9.26am on (B)(6) 2014. The reporter noted the hospital performed control solution tests on the subject meter. A result of ¿172 mg/dl¿, which fell outside the specified range on the test strip vial, was reportedly obtained using a test strip from the lot associated with the complaint and a result of ¿112 mg/dl¿, which fell within the specified range, was obtained using a test strip from a new lot. It is not known if the patient received any medical treatment in response to the alleged meter issue. During troubleshooting, the csr could not confirm if an approved sample site was used for testing or if the unit of measure was set correctly on the subject meter. The alleged issue was not resolved with troubleshooting. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 3 ¿ (12/01/2014). The patient¿s meter has been returned on 11/12/2014 and evaluated by lifescan product analysis on 11/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up 1: supplemental report (10/10/2014), based on additional information obtained from a translated email correspondence (from one physician to another), it was mentioned that the patient's symptoms were 'probably hypoglycemia'. This complaint is being reclassified as an adverse event based on the physician's reported allegation of the patient developing symptoms of hypoglycemia after the patient was administered insulin in response to an alleged inaccurate high result obtained with the subject meter.